Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt's vendor reported that the pt experienced elevated blood glucose in 2009. At 5:30pm her blood glucose measured 192 mg/dl and she bolused 2.5 units of insulin. At 7:30pm her blood glucose measured 325 mg/dl and she bolused 10 units of insulin. At 10:48pm her blood glucose measured 448 mg/dl and she injected 10 units of insulin via syringe and she changed the infusion set. She found that the luer of the infusion set was cracked. After the infusion set was changed she had no further issues. Her normal blood glucose level is 120 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.